Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7082858.

Event description:
It was reported that following spinal cord stimulator (scs) trial procedure, the patient felt discomfort. The physician assessed that the patient developed a hematoma within the epidural space. The trial leads were removed and the hematoma was treated surgically. The patient was hospitalized for recovery and observation. Patient status is good and the physician reports no lasting negative effects.